Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture in response to FDA report number: (B)(4).

Event description:
Healthcare professional reported via sus voluntary event report "device failed" ,and "patient with confirmed left ruptured breast implant." Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported via sus voluntary event report "device failed" ,and "patient with confirmed left ruptured breast implant." Record is for left side. Device has been explanted.

Manufacturer narrative:
Corrected data: h10.